Manufacturer narrative:
At the time of this investigation no sample was or lot number were available. We cannot determine a failure mode or definitive root cause without a sample and lot number.  Hot packs do not contain anything that would cause them to explode and we carefully check the thermal seal integrity throughout each production run.  The maximum temperatures these packs are able to attain are well below the levels required to produce a burn.

Event description:
Based on information received by contact at the hospital a patient care tech squeezed the kwik-heat hot pack and per the contact the bag exploded causing the inner liquid to land on the patient care tech¿s face and eyes. The patient care tech flushed her eyes for 20 minutes and then followed up with a doctor.  The patient care tech stated she was prescribed an ointment, however she did not know the ointment name. She is doing well now.